Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device had a flange defect. There was no customer involvement.

Manufacturer narrative:
Additional information:e2, g2(report source), h3, h6. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 11feb2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer that the device had a flange defect. There was no customer involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that replaced flange detect sensor, front cover, rear case, left/right handle, barrel clamp, left/right iui, flange retainer and wiper seal. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 11feb2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the flange detect sensor assembly a review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had a flange defect. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device had a flange defect. There was no customer involvement.